Event description:
It was reported that the device exhibited ¿error code 1870¿. It was further reported that the device had no issues and was for inspection. The device was returned, and analysis found error code 1870. There was unknown patient involvement.

Manufacturer narrative:
E1: reporter facility name: (B)(6). E1: (B)(6). B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review revealed that the device has not been in for repair in the last 12 months. Functional and visual tests were performed. The customer problem was confirmed. Last error code 1870 was displayed, and the motor was noisy. The root cause of the problem was unknown. As a result, the motor will be exchanged.